Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast prostheses and experienced patient dissatisfaction with the procedure outcome bilaterally post-operatively. The patient wanted to go a size up. As a result, the patient underwent explantation an unspecified date. It was reported that the patient implanted and explanted the devices in ¿2003-2004¿. The date of implantation and explantation date have been added as best estimation. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with sections d2a and d2b indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent. This report is for the b side device.